Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported via clinical study form information, that this right atrial lead had been replaced due to rising thresholds contributing to loss of capture. No pre nor post, revision complications were reported and no return of product is expected.